Event description:
A customer reported issues with an insulin pump with an expired warranty, stating that the screen was not always responsive. There was no reported impact to the customer's blood glucose level. The customer was in the process of getting a new device, and further follow-up was declined.